Manufacturer narrative:
The customer reported that the ventilator will be put out of service. No repairs will be made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator graphical user interface (gui) was inoperable. The ventilator was not in use on a patient at the time of the event occurred.